Event description:
There have been intermittent problems with the symbiq infusion system in which the pump stops infusing, the alarm sounds and an error message (s321/s421) appears on the screen. This problem was reported to hospira. According to hospira, when the device triggers this alarm, the device is designed to stop infusing at the affected channel and a continuous high level alarm will sound until the clinician responds. There have been no adverse outcomes related to this malfunction. Staff removed the malfunctioning device from service and obtain another pump.